Event description:
It was reported by the customer that a pyxis anesthesia system mini tray failed. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the mini tray failure. A field service engineer removed tray and reinstalled it with more space. The system functioned as intended as the field service engineer troubleshooted the device.